Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11g12049, h11h09050, and h11h31070. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report of peritonitis coincident with unknown dianeal solution for peritoneal dialysis therapy. On an unreported date, the patient experienced peritonitis. Per the nurse, the patient was hospitalized on (B)(6) 2012. The cause of peritonitis was unknown. The patient has not recovered, and is still hospitalized. The patient was continuing therapy.